Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic for pneumothorax, the biopsy side got stuck in joint of reload and buttressing fell off. The surgeon was able to retrieve it and opened a new reload to complete the case. There was no patient injury.